Event description:
It was reported that physician followed surgical technique by reaming line to line. After reaming the acetabular to 56 mm, asked for a 56 mm cup. Upon attempting to insert the cup would not press-fit into acetabular. After 45 minutes of trying, physician switched to a fiber metal cup and screws. Claimed the durom cup was too small.

Manufacturer narrative:
This report will be amended when our investigation is complete. A check of the manufacturing papers of all mentioned parts did not show any deviations to their specifications. No other complaints have been rec'd for this lot.